Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of procedure. Customer reported that the device was successfully rebooted, restoring access to the required medication. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that whenever the device's all-in-one unit was manipulated, the station would lose power and reboot. A loose power cable on the docking board was found to be the cause. The field service engineer reseated the power cable to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of procedure. Customer reported that the device was successfully rebooted, restoring access to the required medication. Patient or user harm was not reported.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during a trans foraminal lumbar interbody fusion procedure and caused a delay in dispensing medication. Customer stated that the device was successfully rebooted, restoring access to the required medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-aug-2021 to 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system unexpectedly stopped responding during a trans foraminal lumbar interbody fusion procedure. The field service engineer observed that the all-in-one unit was manipulated and the power cable on the docking board was also loosened. The field service engineer reseated the power cable to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.